Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "suction not working correctly" (aspiration issue); "system message 273" (device displays error message). Reporter indicated the suction was not working correctly and system message 273 was displayed. This occurred during a case. They exchanged the handpiece and completed the case with no other issues. The reporter indicated no pt impact occurred.

Manufacturer narrative:
Visual assessment of the returned handpiece reveals there is a cut in the strain relief. The handpiece cable integrity was tested using a fingernail firmly into the handpiece cable jacket. The cable jacket was unable to penetrate easily. It was then attempted to be tuned on a known good system console and was able to tune initially. However, the handpiece was attempted to be run at 100% power for 5 minutes, but triggered a system message 273, duplicating the customer's reported issue. The handpiece was attempted to be re-tuned, but displayed system message 257 (handpiece voltage low during tuning). The handpiece was further tested, but was still unable to tune. The root cause of the reported issue could not be determined. (B)(4).